Manufacturer narrative:
Findings: pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, compromised force sensor alarm during prime test at 4.0 lbs and motor error alarm during basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 150 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer doesn't recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating, the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.